Event description:
The patient had been noticing a "beeper" going off the last couple of weeks. The pump was interrogated on (B)(6) 2012 and a motor stall was noted in the attention dialogue box. The pump logs were read and showed a motor stall with no motor stall recovery recorded; the motor stall occurred on (B)(6) with a "stopped pump period may exceed tube set" message on (B)(6). The patient did not report any increase in pain, but the patient was on "a lot of break through medication" besides the pump medication. The patient's last MRI was 2 or 3 months ago. They were planning to schedule a pump replacement. The device system was delivering morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information indicated that the cause of the event was eri, and a few days later information indicated that the cause of the event was normal battery depletion. It was reported that the motor stall had not recovered and was stalled for 3 months. The patient's symptom was noted to be increased pain. It was unclear whether the patient's pump was replaced on (B)(6) 2012. The patient did not require hospitalization due to the event and recovered without sequelae.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a motor stall, but that it was normal battery depletion. The replacement surgery went well and the patient recovered.